Event description:
The technician took a 041 reperfusion catheter out of the package at an angle and observed a bend in the catheter. The hospital did not have another 041 system and instead used an 032 system with success. A penumbra representative retrained the hospital on how to flush and remove catheters from their shipping hoops.

Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.